Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a device after the expiration date and not prepping the skin with an antiseptic solution have been ruled out as potential causes. However, the questionnaire shows the site was not irrigated before closure and it is unknown if multiple attempts or inappropriate tools were used. The patient was very active after the trial and went to the beach. The patient also stated they did not interfere with the would and it is unclear if they moved the tegaderm; however, the dressing was not in the original location where it was placed. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the pain and tenderness is due to non-compliance to the IFU by interfering with the prescribed post-op wound care (user error - patient).

Event description:
The patient reported pain and tenderness at the incision site. It appeared part of the tegaderm had pealed up, leaving the tail end of the lead exposed. The physician noted the incision site was red, swollen and had pus as well. Because it looked like the beginning of an infection, antibiotics were prescribed and an explant was performed on (B)(6) 2021. No further issues have been reported.